Event description:
It was reported that a patient implanted with an impella rp flex experienced bleeding from the swan site and oozing from the pump access site. Homeostasis was achieved with stitches, manual pressure, and transfusion of four units of packed red blood cells. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella passed all post sterile inspection checks. No product was returned for investigation. The cause of the bleeding is determined to be patient condition because the patient was bleeding from other location along with impella insertion site.